Event description:
It was reported that a 12mm articular surface was found inside packaging labeled as a 10mm articular surface. The 12mm articular surface was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.